Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the upper trigger of the device was sticking, there was output from the electronic control unit (ecu), the motor would not rotate, the gears and bearing were corroded, and the ecu was damaged. It was further determined that the device failed pretest for check coupling head tooling test, check attachment coupling, check trigger test, check sticky speed trigger, check ¿off¿ mode, check off/ oscillation/ reverse mode function, check oscillation angle, check switching function forward/ reverse, and check power with test bench. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/ misuse/ abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the small battery drive device was broken. During in-house engineering evaluation it was observed that the upper trigger of the device was sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.